Event description:
Vague report of overinfusion; finished approx. 5 hours earlier than expected according to their reported start and finish times. 5 fu was the drug used (21.7 mg/ml with nacl diluent). No patient issues were associated with this event.